Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue, difficult to remove; subsequent tissue damage. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed; however, the gripper arms and lever did not go down. The clip was pulled back to the left atrium; however, the gripper lever was not raised per the instruction for use (IFU). Fluoroscopic images and transesophageal echocardiography (tee) showed that the clip was caught on chordae. The clip was pulled back to the left atirum, tearing off chordae. The mr increased to 4. The clip was re-checked and confirmed to be working normal; therefore, the clip was deployed, reducing mr to <1. Outside of the patient anatomy, something was noted to be caught on the cds tip. A pathological test will be performed. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the difficult to remove from the anatomy cannot be determined. The gripper actuation issue however, was a result of the clip being caught in chordae (difficult to remove) and therefore related to procedural circumstances. While, the reported tissue damage, resulting in mitral regurgitation (mr) appears to be a result of clip becoming caught in the anatomy and therefore related to procedural circumstances. All available information was investigated, and a cause for the difficult to remove from the anatomy cannot be determined. The gripper actuation issue however, was a result of the clip being caught in chordae (difficult to remove) and therefore related to procedural circumstances. While, the reported tissue damage, resulting in mr appears to be a result of clip becoming caught in the anatomy and therefore related to procedural circumstances. The reported patient effects of mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Patient code 1829 removed. Device code 2921 removed.